Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) developed seroma versus hematoma on the left side. The patient was checked and verified that it was not related to infection, however, was given antibiotics. The suspected cause was not determined. In addition, the patient was given oral medications or regimen was adjusted. Moreover, this issue was resolved. Additional information indicated that it was related to the patient reaction to the study device. This crt-d was explanted. No additional adverse patient effects were reported.